Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn. A review of the manufacturing records was conducted. The batch met all raw material, in-process and finished good release criteria. She started to use adaptic on (B)(6) 2010 only over the lesion with gauze and crepe bandage, as indicated by the orthopedist, changing it every 24 hours. On (B)(6) 2010, she perceived some bubbles around the wound and she supposed that it was an allergy from the crepe bandage. In order to protect more of the skin, she started to wrap the heel with adaptic. So, the bubbles started to appear on the skin in normal condition and on the throughout the body. Only in (B)(6) she went to the dermatologist and the doctor prescribed celestamine (dexchlorpheniramine maleate + betamethasone), twice a day (she is using yet) and the orthopedist prescribed ciprofloxacin (antibiotics) for 10 days, because the clotted blood presented elevated edema, however, without pain. She continued to use adaptic, but due to the medicine, the bubbles were drying and the pt pierced them, whose size varied from 0.5 to 1 cm, they were filled with serous exudate.

Event description:
A knitted cellulose acetate non-adherent dressing was used on the pt following the implantation of titanium plates ((B)(6) 2010) since then she began to have secretion. After the contact with "normal" skin, she began to have edema throughout the body, to the point of formation of fungi. On (B)(6) 2011, she had a puncture and she went to the infectiologist, who prescribed 20 sessions of hyperbaric oxygen therapy, antibiotic therapy and he suspended celastamine. She was subjected to magnetic resonance and it was verified that the muscles and the bones were intact, and the problem was on the skin level. They did not perform any allergy test, just blood exam for the diagnosis of infection. The pt continued to use celastamine without doctor prescription and she did the sessions of hyperbaric from (B)(6) 2011. So, she stopped the use of the adaptic and actually, she just washes with soap and she doesn't put anything over the edema. The edema regressed a lot. She just covers with gauze when she goes out. The bubbles are healing normally, so, until this moment she does not have any permanent harm.